Manufacturer narrative:
The customer cancelled the service call because the monitor was working again. The system is operating as intended.

Event description:
The customer reported that the monitor on the 9400 system was black. No patient injury was reported.